Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation.medical records were provided and reviewed. Approximately eight years post deployment, CT scan revealed that the filter is angulated along the course of the inferior vena cava with the proximal tip almost contacting the anterior wall of vena cava. Also, it was revealed that multiple struts of the filter were perforating through the ivc wall. A strut on the right side extends into an accessory renal vein. Therefore, the investigation is confirmed for filter limb perforation and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated to the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately eight years post deployment, CT scan revealed that the filter is angulated along the course of the inferior vena cava with the proximal tip almost contacting the anterior wall of vena cava. Also, it was revealed that multiple struts of the filter were perforating through the ivc wall. A strut on the right side extends into an accessory renal vein. Therefore, the investigation is confirmed for filter limb perforation and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter struts perforated to the mesentery. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the patient experienced back pain; however, the current status of the patient is unknown.